Event description:
In march of 1997 rptr had a complete breakdown of health involving extreme weakness, racing heart beats, mental confusion, tingling and numbness all over, digestive problems, breathing difficulty, extreme fatigue, chemical sensitivities, loss of balance and coordination. Malabsorption, muscle and joint pain, stiffness, weight loss, sensitivitiy to cold and sunlight, and not able to function normally.